Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review is not applicable. Based on the serial number provided, we were unable to find when the device was sold to the account. The certificate of conformance (c of c) was not available for review because, the reported serial number does not appear to be included in any of the batches received in maquet (B)(4). The device was not returned to maquet cardiac surgery for investigation. According to the (B)(4) tracking information the device was returned on 27-mar-2017 at maquet (B)(4). There is no such evidence that the power supply was received at the (B)(4) complaint¿s lab for investigation. Therefore no evaluation could be performed. It is not possible to confirm the reported complaint. Upon further investigation, it was found that there were two products returned from the same hospital on march 27, 2017. On comparing the tracking number received from the sales rep and the tracking numbers on the two returned devices, we could match the tracking number given by the rep to one of the hemopro devices returned (B)(4). Thus it can be concluded that an incorrect tracking number was given to us by the rep for the non-returned power supply.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply was not getting power to the device, they swapped out the cables and used another kit with no success and suspected it was the vh-3010 that was not working. As a result, they had to stop the procedure and 'cut open the patient'. The hospital did not report any patient effects. Complaint related to (B)(4).

Manufacturer narrative:
On (B)(6) 2017 02:28 pm (gmt-5:00) added by (B)(6): internal complaint number trackwise # (B)(6). Autonumber # cs-cpl-2017-00156. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply was not getting power to the device, they swapped out the cables and used another kit with no success and suspected it was the vh-3010 that was not working. As a result, they had to stop the procedure and 'cut open the patient'. The hospital did not report any patient effects. Complaint related to cs-cpl-2017-00199 & cs-cpl-2017-00210.